Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, there was a communication issue between the scope and the subject device that occurred due to the bent pin of the terminal inside the video connector socket, resulting in the intermittent image issue. It is inferred that the bent pin was caused by the scope that was used in combination with the subject device and occurred in the following order: when inserting the scope connector into the video connector socket of the otv-s190, the missing part of the scope connector tip was caught by the terminal inside the video connector socket of otv-s190. The terminal inside the video connector socket of otv-s190 was pushed back and the terminal pin bent because the scope connector was further inserted with the inserted scope connector being caught.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer report of intermittent image and determined that it was caused by a bent pin inside the video connector. The device was repaired and returned to the customer. The user manual includes the following caution: "never apply excessive force to connectors. This could damage the connectors." Additionally, instructions for the connection of an endoscope include: "confirm that the electrical contacts inside the video connector socket of this instrument are not damaged."

Event description:
A user facility reported that the video signal kept cutting out on a video system center during a procedure. No patient harm or injury was reported. No additional information has been obtained.